Event description:
The previous medwatch submission reported seroma and wound dehiscence, these events are no longer reportable." Baker grade updated to IV.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, wound dehiscence. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "seroma and the scar tissue had opened up", capsular contracture baker grade unknown, and implants "look awful". Device remains implanted.

Manufacturer narrative:
Correction and clarification to b5 description of event for the initial medwatch and supplemental medwatch #1: initial medwatch reported the events "seroma and the scar tissue had opened up", and supplemental medwatch #1 reported "these events are no longer reportable" in error. The events "seroma and the scar tissue had opened up" did not occur to the device in this record and has instead been reported in mrn 9617229-2023-11888.

Event description:
Patient reported right side capsular contracture baker grade IV and implants "look awful". Patient later reported "bottoming out". Device remains implanted. Patient was underage at the time of silicone device implantation.